Event description:
Recently rptr has been made aware that pacemaker/head wires have caused deaths due to malfunction and wants to know who is liable. Rptr has had chest pain even since they installed pacemaker. Rptr has contacted surgeon and is going to be scheduled for x-ray to determine condition of suspect lead wire.